Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken pieces were missing as a result of breakage. The size of the missing piece was approximately 23.07mm x 9.02mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire at the tip. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was also found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may have contributed. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the permanent cautery hook¿s yellow plastic broke off and fell into the patient. The fragment was recovered during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The customer was cauterizing when the fragment fell inside of the patient. The surgeon believes that the issue was due to the fragility of the instrument. There were no issues with the functionality of the instrument during the procedure. The fragment did not fall inside of the patient during a collision of the instrument tip. It was noted that after the break, the instrument was not aligned. The instrument was broken, and the surgical staff felt resistance when removing the instrument through the cannula. There was no damage noted to the cannula or the instrument after the event. The fragment was retrieved with grasping forceps. There was no additional surgery required. The fragment was unique and was retrieved in its entirety; no post-operative tests like an x-ray or ultrasound were performed. The procedure was completed after the instrument was exchanged. The patient did not return to the hospital due to postoperative complications related to the retaining of a foreign body. There was a delay of less than 15 minutes.